Event description:
This ra lead was implanted on (B)(6) 2003 and remains implanted at this time. A call placed to technical services on 06/27/2018 indicated that this lead was oversensing far-field ventricular signals. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6) . No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).